Event description:
It was reported that after customer performed fill tubing process, pump repeatedly returned customer to fill tubing screen and customer also experienced cartridge alarm, which occurred while customer was attempting to load new cartridge with estimated 250 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer ultimately resolved issue by filling tubing three times, and no additional corrective actions by technical support were documented.